Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: pre-op nurses stating introcan safety 3 IV catheter is leaking from hub. Received email from pre-op educator stating several nurses were having issues with leaking from the hub of is3. Met with educator and pre-op director on 8/18 to discuss. We determined that leaking was not blood coming out of hub due to leaving stylet in too long. The leaking came after making the connection with the rymed extension set 460203 to the is3 catheter where fluid was coming out from the connection site. I have a sample of the catheter with same lot# along with a sample of the rymed extesion set that I can send to analyze.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was recieved. A visual inspection was done with no abnormalities identified. This complaint is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.